Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 pocket b1 failed and caused object not referenced errors. Customer stated that drawer was failing to secure, then closed and continued failing constantly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that there was no power to device which on troubleshooting indicated a faulty power module. A field service engineer replaced the power module, restoring power for drawer 4, the original issue, was tested and found to have a broken lid on a 5-wide cubie in row 3. The cubie was removed, and the drawer was cleaned. After restarting the station, an application error object reference not set to an instance of object occurred. The system was rebooted, and the application was launched from the care fusion administrator profile. The station became operational, but the database required further review. Hardware tests were completed successfully. A technical support specialist found that the database was not synchronizing correctly, and pse consult recommended a full restage of the device. The restage was completed and the profile mode was confirmed to be re enabled for the station. The specialist followed up with the customer, who confirmed that no further issues were observed and that everything had been working smoothly. Permission to close the case was given. The system functioned as intended after the field service engineer and technical support specialist investigated the issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 pocket b1 failed and caused object not referenced errors. Customer stated that drawer was failing to secure, then closed and continued failing constantly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.